Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact replaced the infusion set site. Recommendation was made by tandem technical support (cts) to contact healthcare provider for bg treatment. Contact declined cts's offer to perform a pump system check and disconnected from call.